Manufacturer narrative:
The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service request that the customer high-definition camera head has an image defect, ¿intermittent image¿. The reported problem was found during an unspecified procedure. No death, injury or harm was reported.

Manufacturer narrative:
Based on the results of the legal manufactures investigation, it¿s likely the intermittent image was due to the damaged cable or broken connector. However, the reported event (intermittent image) was unable to be duplicated during the device evaluation. Furthermore, the root cause of the intermittent image was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found a cut and kink on the cable, cracked connector, and the coupler is not rotating properly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the intermittent image was unable to be identified. Olympus will continue to monitor field performance for this device.